Manufacturer narrative:
Siemens has completed the investigation. Based on the information provided, the root cause was due to operator error as the device was not being cleaned properly. The calibration bar on the test table was found to have stains and smudges on it, and the interior was very dirty with the mirror having spots of dust on it indicating poor cleaning. The instrument was tested after cleaning with positive and negative samples using the same reagent lot. All the tests passed and the clinitek status+ analyzer was performing as intended.

Event description:
The customer reported that they received a false negative hcg result on their clinitek status+ instrument compared to repeat testing by serum hcg. The patient's pregnancy was confirmed from the repeat testing. There is no reported injury due to this event.